Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of the inferior vena cava (ivc) filter, perforation of filter strut, tilt and embedment of the filter and hospitalization. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported ¿embedment of the filter¿, could not be confirmed and could not be further clarified at this time. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The brief also reported perforation. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of the ivc filter, perforation of filter strut, tilt and embedment of the filter, and hospitalization.. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of the ivc filter, perforation of filter strut, tilt and embedment of the filter, and hospitalization. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted prophylactically prior to an unknown surgery. The filter was deployed at l3 level in the upright position. Approximately 3 weeks post implantation, an attempted removal occurred. The filter was unable to be removed in the first attempt due to the hook apex being skewed into the very proximal left common iliac but imbedded in the wall at the bifurcation and was unable to be accessed and grasped so that the filer could be retrieved. Approximately 1 year and 10 months post implantation, successful retrieval of the filter occurred. Per the notes provided, the caudal third of the filter was in the proximal left common iliac vein. The lateral third to fourth of the filter was seen projecting outside of the lateral wall of the ivc. The filter was found to be densely adherent to the right lateral wall of the ivc. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and perforation of filer strut(s) outside the ivc. The patient also reports two attempted, but unsuccessful removal attempts in approximately 3 weeks post implantation. Approximately 1 year and 10 months post implantation, the filter was removed percutaneously. The patient also reports suffering from narrowing of vein where filter was retrieved, having anticoagulation therapy, ptsd from having filter placed, it being unable to be retrieved, and circumstances of it being removed, and anxiety.

Manufacturer narrative:
The following additional information was received per the patient¿s medical records: the filter was implanted prophylactically prior to surgery. The patient has a history of pulmonary emboli, morbid obesity and hidradenitis suppurativa requiring multiple procedures. During the implantation of the filter via right internal jugular vein, the filter was deployed at l3 level in the upright position. Complete venacavagram confirmed filter in good position with a patent cava. The patient tolerated the procedure in good condition and was transferred back to her room in stable condition. Approximately 3 weeks post implantation, an attempted removal occurred. The filter was in the very distal aspect of the cava with the hook apex skewed into the very proximal left common iliac but imbedded in the wall at the bifurcation. This was unable to be accessed and grasped so that the filter could be retrieved. It was left in good position with the veins patent. Approximately one year and ten months post implantation, successful retrieval of the indwelling partially malpositioned optease ivc filter located straddling the vena cava bifurcation occurred. The initial venogram also found the caudal third of the filter in the proximal left common iliac vein. The lateral third to fourth of the filter was seen projecting outside of the lateral wall of the ivc. During the removal procedure, attempts with a non-cordis snare, non-cordis forceps, and utilizing the snare-over-wire-loop maneuver were made to engage the caudal retrieval hook of the filter but were not successful. It was decided that the inability to engage the hook was due to the far posterior location of the inferior hook. As a solution, access was gained via right internal jugular vein. Multiple attempts were made to bring the filter into the sheath. This was only partially successful. The top third of the right lateral third of the filter did not disengage from the ivc wall. Increased torque and tension were applied to the filter using the loop wires. Eventually the tension of the loop wire on the filter caused fractures of two of the struts. Extreme difficulty was encountered in bringing the filter into the sheath due to the adhesions on the right lateral wall of the ivc. The filter eventually was retrieved in its entirety and brought into the sheath and removed. It as examined on the back table and demonstrated that while the filter was fractured in multiple struts, the filter was removed in its entirety. Venography was performed at this point and demonstrated filling defects at the iliocaval confluence. There was some stagnation of flow. This was thought to be due to a combination of fresh thrombus and possibly partially adherent chronic fibrous tissues. The decision was made to proceed with on table pharmachomechanical thrombolysis which did improve the flow. However, significant residual thrombus remained. Upon completion of the entire procedure, the patient was transferred from the procedure table to a bed. The patient then started to bleed from both groins. Hemostasis was achieved by manual pressure and sutures. The day after the filter removal, the patient underwent a chest x-ray for productive cough and tachycardia. The patient was also noted to be hypotensive and tachycardic two days post filter removal procedure. The course of this hospitalization was complicated by acute blood loss anemia which was suspect to be due to retroperitoneal bleed from the difficult filter extraction. The patient received transfusion of packed red blood cells (prbcs) and fresh frozen plasma (ffp). According to the information received in the patient profile from (ppf), approximately sometime post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, tilted filter, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. Approximately three weeks post filter implantation two attempted but unsuccessful percutaneous removal procedure occurred. Approximately one year and ten months post implantation, the filter was successfully removed. The patient also reports to have narrowing of vein where filter was retrieved. The patient states to have to take shots for thinning of blood, long term use of anticoagulants due to filter placement. The patient states that the filter had to be ripped/fractured to be removed causing narrowing. The patient also reports to suffer from post-traumatic stress disorder (ptsd) from having filter placed, unable to be retrieved, and circumstances of being removed. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted prophylactically prior to surgery. The patient has a history of pulmonary emboli, morbid obesity and hidradenitis suppurativa requiring multiple procedures. The filter was deployed at l3 level in the upright position. Completion venocavagram confirmed filter in good position with a patent cava. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of the ivc filter, perforation of filter strut, tilt and embedment of the filter, and hospitalization. Approximately 3 weeks post implantation, a failed removal occurred. The filter was in the very distal aspect of the cava with the hook apex skewed into the very proximal left common iliac but imbedded in the wall at the bifurcation. It was left in good position with the veins patent. Approximately two years post implantation, a successful retrieval of the indwelling partially malpositioned optease ivc filter occurred. The filter eventually was retrieved in its entirety and brought into the sheath and removed. Venography was performed at this point and demonstrated filling defects at the iliocaval confluence. This was thought to be due to a combination of fresh thrombus and possibly partially adherent chronic fibrous tissues. The decision was made to proceed with thrombolysis which improved the blood flow. However, significant residual thrombus remained. At the end of the procedure, the patient was transferred to a bed and started to bleed from both groins. Hemostasis was achieved by manual pressure and sutures. The day after the filter removal, the patient had a chest x-ray for productive cough and tachycardia. The patient was noted to be hypotensive and tachycardic two days post filter removal procedure. Acute blood loss anemia due to retroperitoneal bleed from the difficult filter extraction was the diagnosis. The patient received transfusion of blood products. Per the patient profile from (ppf), the patent reports perforation of filter struts outside the ivc, tilted filter, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports post-traumatic stress disorder (ptsd) from the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots, retroperitoneal bleeding, bleeding at incision and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and post-traumatic stress disorder do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.